Event description:
Information was received indicating that a smiths medical cadd prizm pump was set to 144mls total volume. The bag that had more then 144mls inside of it that should not have been administered but the pump continued to infuse the total volume in the bag and still indicated that 80mls still needed to be administered according to the pump. There were no reported adverse events.